Event description:
It was reported the left ventricular lead was explanted and replaced due to dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.

Event description:
It was reported the left ventricular lead was explanted and replaced due to dislodgement. It was further reported that the lead impedances were high. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead was returned for analysis.